Event description:
The patient called lifescan and alleged that his meter would not power on. Medical affairs attempted unsuccessfully to reach the patient by phone. A letter is being sent as a second attempt to obtain more clinical information. The patient stated, the last time he was able to test on his meter was two days prior to contacting lfs. The patient stated he was in traffic early one morning and became non-responsive. He stated that he was unable to test on his meter because it would not power on. The police, who contacted the paramedics, stopped the patient. The paramedics tested the patient's blood sugar and obtained a result of 37 mg/dl. He was treated with glucose and orange juice. The patient stated that he was using the correct test strips; the batteries were correctly installed and less than 1 year old. The battery contacts were in good condition. Based on the information provided, there is evidence of a meter malfunction; however, there is insufficient evidence that the meter contributed to the serious injury. It is not known if the patient tested, or attempted to test, that morning before getting on the road. A replacement meter is being sent to the patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.